Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address due to lysis under the tibial tray. Doi: (B)(6) 2013, dor: (B)(6) 2018, right knee.